Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Item 6212-00-021 lot 1532283, unknown screw item unknown lot unknown, unknown screw item unknown lot unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint was confirmed. Visual examination of the returned devices found the articular surface is extremely worn and the tibial tray is also worn. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review found major wear of the poly and tibial base. All components removed without complications. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Initial total knee arthroplasty was 2003. Concomitant medical products: item 6275-01-709 lot 1500200. Item 6300-07-101 lot 1521821. Report source: foreign (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04150, 0001822565-2020-04152.

Event description:
It was reported the patient had total knee arthroplasty and 17 years after the procedure the patient was experiencing pain and significant varus flexion, which required crutches. X-rays confirmed the wear of the polyethylene and tibial base the patient was then revised. Attempts have been made and no further information has been provided.